Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during endoscopic vein harvesting procedure, vasoview hemopro 2 distal co2 was not coming out of harvesting cannula. Customer replaced tubing and made sure that the valve inside co2 tubing in harvesting cannula was pressed down. Customer opened another device. There was a procedural delay to swap out devices. There was no injury to patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/06/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue were observed on the device. There were no visual defects observed on the cannula or the intact c-ring. The insufflation tube and the water tube of the cannula were observed to be intact with no visual or physical defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2142 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000354208 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.